Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, customer noticed the sample presents plasma without centrifugation on one (1) tube. No patient impact reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination for additive defects, and the issue of fibrin was not observed. Complaints for sample quality are under statistical control for the month of october 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, customer noticed the sample presents plasma without centrifugation on one (1) tube. No patient impact reported.